Event description:
A malfunction alarm was reported with code malf 0. There was no reported impact to the customer¿s blood glucose level. The customer had not previously reset the pump, so technical support provided pump reset information and assisted with the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.